Event description:
It was reported that this patient exhibited chest pain the day after implant procedure. X ray indicated cardiac perforation, subsequently, the right ventricular (rv) was explanted and successfully replaced. No additional adverse patient effects were reported.